Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a pocket hematoma and possibly an infection. A revision was performed; the pocket was cleaned and an antibacterial envelope was implanted. The device remains in use and no further patient complications have been reported as a result of this event.